Event description:
On 02/16/2000, the facility's risk management informed the MFR's product manager that an incident occurred at the facility and the pt had expired; however, risk manager did not have all the info on hand (i.e., pt ID #, catalog/lot #, implant date, event date, physician's name, etc.) On hand at the time of contact. A blank product complaint report (pcr) form was faxed to risk manager for completion. On 02/18/2000, the facility's risk manager informed the MFR's representative that the catalog/lot # of the device was not known, nor was the implant date, etc. Risk manager had very little info. The incident occurred on 02/04/2000 and risk manager was informed of it on 02/16/2000. The pt was found in the bathroom slumped over the toilet with blood all over the floor. Blood was observed coming from the right subclavian device site. Parts of blue and red tubing were found on the floor. Pt coded at 01:50. When asked if they had determined the cause of death, it was stated that they did not know the exact cause of death at this time. Risk manager stated that they would forward the pcr form with the info available and a copy of the facility's medwatch report when completed. The device (pieces) would be made available to the MFR for analysis, but risk manager was not sure when at this point. They wanted to take pictures before returning it to the MFR. Risk manager would contact the MFR's representative when any additional info is obtained and when the device will be made available. The pcr form was faxed to the MFR on 02/18/2000; however, the catalog/lot # type of device was not provided. No further details were provided. Attempts to contact the facility's risk manager to obtain the brand name, catalog/lot number of the device, info regarding return of the device to the MFR for analysis, and the copy of the facility's medwatch report have been unsuccessful to date. No further info is available at this time.